Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient experienced skin irritation and swelling, which occurred while wearing the pod between 37 and 48 hours on their abdomen. The patient's blood glucose reached 400 mg/dl. At first the reporter stated the patient had an infection, however then stated that they went to a routine medical appointment on (B)(6) 2025 with their healthcare provider and they asked about these skin concerns. The diagnosis received was irritation and swelling with no confirmation of infection mentioned. They were given cavilon spray and alfacort cream to use on the irritation but, with this pod they only used the cavilon spray. Additionally, they reported the pod was leaking.